Manufacturer narrative:
Findings: reliability analysis evaluated 3 sealed reservoirs and checked reservoirs snap-caps width dimensions per (B)(4) 1 of 3 reservoirs failed per inspection, using a new lab infusion set found reservoirs too loose too connect/release. Two remaining passed per inspection. Evaluated 1 opened/used reservoir and checked reservoir snap-cap width dimensions per (B)(4). Reservoir failed per due to being under inspection also performed using a new lab infusion set. Reservoir failed per inspection found reservoir to loose too connect/release.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the septum comes off when trying to take the transfer guard off after filling the reservoir. The customer was advised that we are replacing the whole box of reservoirs.